Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the physician attempted to perform drainage with the catheter, only air was aspirated. The physician examined the device and felt that air was leaking between catheter and hub. The procedure was completed with another device, and there were no injuries or additional procedures reported.